Manufacturer narrative:
It was confirmed that the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached. This report is submitted on march 12, 2024.

Manufacturer narrative:
This report is submitted on january 26, 2024.

Event description:
Per the clinic, patient experience pain with device use, resulting in the decision to explant the device. The device was explanted and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.